Event description:
It was reported that the customer received an altitude alarm that could not be cleared temporarily. The customer reverted to an alternate pump until the alarm cleared. There was no impact to customer's blood glucose level

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available supplemental report will wil submitted.